Event description:
It was reported that a patient underwent an x-stop procedure at l4/l5. Approximately eleven months post the x-stop procedure, the patient returned to the physician with recurrence of symptoms. The physician proceeded to remove the 12mm x-stop at level l4-5 and also performed a laminectomy at levels l3-4 and l4-5. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up with company representative.